Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. This is pending repair completion. Contacted (B)(6) contacts and requested for the serial number and repair details.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The device serial number is unknown. Per the field service engineer, the unit was not a v60 ventilator. The customer reported an incorrect product. No further information available.